Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the report, and was informed that the procedure was successfully completed using the same device and there was no device malfunction. However, after two days the pt was admitted in the emergency room at a nearby hosp. The pt was then diagnosed with chemical colitis. The pt was admitted to the hosp for more than 24 hours. The pt was provided antibiotic. The pt is reportedly doing fine. An olympus endoscope support specialist (ess) visited the user facility to further investigate this report. The ess reported observing deviations from the recommended reprocessing practices of the auxiliary water tube. The ess provided training on the correct reprocessing of endoscopes, and accessory. The user facility has elected not to return this endoscope to olympus for investigation, as there was no problem with the device. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that a pt was diagnosed with chemical colitis two days after having undergone a diagnostic colonoscopy.